Manufacturer narrative:
Corrected data: b1 - should be corrected to malfunction. B2 - required intervention to prevent permanent impairment/damage should be removed as it is not applicable. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -18.00/+1.0/093 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2020. The patient complained of glare/halos and the lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.